Manufacturer narrative:
The insulin pump had a compromised force sensor alarm during prime/compromised force sensortest due to moisture damage force sensor resistor. The pump also had aminor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 345 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.